Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, lightheaded and syncope. It was determined that the right ventricular (rv) lead exhibited high thresholds, no capture, no r waves due to dislodgement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.